Manufacturer narrative:
A service proposal was sent to the customer for approval, but the proposal expired. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
A service proposal was sent to the customer for approval. The repair is still pending, and the investigation is ongoing.

Event description:
Philips received a complaint on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. An authorized service provider (asp) was onsite and found that a 1007 "machine and proximal pressure sensors failed" error occurred-- when the device was powered on, a 1007 error code appeared. The remote service engineer (rse) discussed a possible data acquisition (da) printed circuit board assembly (pcba) or gas delivery system (gds) replacement with the customer. The investigation is ongoing.